Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. One 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in unused condition with no visible signs of blood. The hemostasis sheath and locator were returned partially mated. However, the components were found to have not been fully mated as the snap-lock feature was not fully connected. Functional testing was performed by attempting to fully connect the components. The components were able to be connected properly, and no issue with device connection was identified. The complaint was confirmed as the components were found to have not been fully connected. The exact root cause was unable to be determined. The likely cause was determined to have been incomplete component assembly due to insufficient force. A non-conformance report (ncr) was identified during the device history review (DHR) review. A supplier corrective action report (scar) has been initiated to investigate the assembly issue of the locator and hemostasis sheath. Since the tubing issue found in the non-conformance report (ncr) may have potentially affected the complaint device, a notification has been sent to facility regarding this complaint.

Manufacturer narrative:
Occupation: lab manager the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal arteriotomy locator would not go into the sheath. Additional information was received on 17 feb 2023: the procedure was a leg angiogram using a 6fr procedural sheath. The patient was stable. Hemostasis was achieved by manual compression.